Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Pump monitored for several days and no blank display during testing. Pump received with normal operating currents. Unable to performed visual inspection on the lcd isolation tape due to pump pending testing. Pump received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 599 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was unknown. Customer cause of hospitalization was diabetic ketoacidosis and heart attack. Customer was treated. Customer was wearing the pump at time of hospitalization.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.